Manufacturer narrative:
F2: this follow up was filed to correct incomplete registration number 3007216334-2021-0030 that was filed on the initial report. Report number should be 3007216334-2021-00306. This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the device, sb979, endo pocket 7.5x9", 5ea/cs, was being used on approximately (B)(6) 2021 during a nephrectomy procedure and ¿2 of these bags broke inside pt¿s abdomen. One of the piece fell inside the abdomen. Dr was able to retrieve it. The 2nd one was broken when we took the specimen out.¿ there was no report of impact or injury to the patient. There was no delay and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the device, sb979, endo pocket 7.5x9", 5ea/cs, was being used on approximately (B)(6) 2021 during a nephrectomy procedure and ¿2 of these bags broke inside pt¿s abdomen. One of the piece fell inside the abdomen. Dr was able to retrieve it. The 2nd one was broken when we took the specimen out.¿ there was no report of impact or injury to the patient. There was no delay and the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.